Event description:
It was reported that x-rays show radiolucent lines and resorption of bone with a dentate line around the keel on patient's left knee. The patient is scheduled for revision surgery.

Manufacturer narrative:
(B)(6). An event regarding a revision in a patient with radiolucencies and bone resorption involving a tritanium baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: the provided x-rays were submitted to a consulting clinician who deemed them insufficient for a medical review. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been another event for this lot. That event was determined to be procedure-related. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Operative reports, progress notes, and better quality serial x-rays are needed.

Event description:
Update as per sales rep 12/9/2014: it was reported that patient was revised on a knee due to tibial loosening.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon tritanium tibial component. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.